Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend when blood glucose was not low. Customer's sensor glucose was 77 and blood glucose was 110 mg/dl. Customer was advised that sensor would be replaced.